Event description:
This lv lead was implanted on (B)(6)2009 and was explanted on (B)(6)2018. In a product experience report received on (B)(6)2018 it was noted that the lead was explanted due to dislodgement. The physician was dr.(B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).